Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user was hospitalized in (B)(6) 2015 with an elevated blood glucose (bg) level in the 700's (mg/dl) with diabetic ketoacidosis (dka). Reportedly, the user vomited and the user's husband called 911. The user was cannot remember treatment in the hospital and was released 3 days later. Reportedly, the user was hospitalized again on (B)(6) 2016 after entering the emergency room on (B)(6) 2016 with an ulcer that resulted from vomiting and dka. The user was treated with intravenous fluids, pain/nausea medications, and "protonics" for the ulcer. The user was released on (B)(6) 2016. Additionally, while in the hospital the user experienced multiple low bg levels (below 40 mg/dl) due to the hospital not feeding the user. The low bg level was addressed with a manual injection of glucose administered by a medical personnel. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the bg levels.